Manufacturer narrative:
Reporting address line 2: (B)(6).

Event description:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart mrx defibrillator indicating that the self-test failed. There was no patient involvement at the time the issue was discovered. Analysis was performed by the customer only. Based on the results of the analysis provided by customer, the reported problem was able to be confirmed. The reported problem was determined to be due to oxidization on the surface of the external paddle. The root cause of the component failure could not be determined. The issue was resolved by cleaning the external paddle and the device was returned to service. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.